Event description:
Pt reported lower blood glucose readings with first test strips, lot 16212b. On an unk date some time this week, pt performed a side by side blood glucose comparison using first test strips and second test strips (lot 7218959a, code 10, exp 3/99). She obtained test results of 72 and 120 mg/dl respectively. The pt could not perform a side by side blood glucose comparison with the rep because she has used the remaining portion of the test strips. The desiccant is in the first strips bottle. The pt's meter was set to the appropriate code. With the rep. The pt obtained a normal control solution test result of 70 mg/dl versus a normal control solution range of 116-174 mg/dl (sol lot avj026, exp 10/98). The control solution was opened one week ago. The pt shook it before she applied the sample. Also with the rep, the pt obtained a check strip test result of 82 versus a check strip range of 73-98. The pt stores the test strips in the kitchen.